Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/28/2019. No evidence of blood was observed. Only the seal with the tension spring assembly was returned. The seal was in a folded orientation indicating that the seal was tried to load in the delivery device . No visual defects were observed to the seal. Two photographs were provided by the customer. Photographic inspections were performed. In the first picture, the seal was seen inside the loading device with the tension spring assembly and the delivery device was partially seen. No visual defects were observed to the seal. The seal was at its original position. The loading device was covered with blood. The second picture was the close up picture of the loading device window. No defects were observed to the seal. A microscopic inspection of the seal was conducted. No visual defects were observed on the seal. Based on the photographic inspection and the returned seal, the complaint could not be confirmed for the reported failure mode "break".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella fell off when it was pulled out from the delivery sheath. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella fell off when it was pulled out from the delivery sheath. A replacement device was used to complete the procedure. The hospital did not report any patient effects.